Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 05sep2019. The field service engineer (fse) was able to duplicate the reported problem. The (fse) replaced the power switch overlay to address the reported problem.

Event description:
The customer reported that the led indication is not showing. The customer reported that the unit was not in use on patient.